Event description:
Sleep apnea pt used oracle hc452a oral CPAP mask for one night. Pt awoke the next morning to find gum line sore and noticed a small piece of gum tissue below lower front tooth missing. Pt has been to see periodontist who recommends taking a graft from upper mouth to stop problems from developing further. "I am a family physician. I have sleep apnea and typically mouth-breathe, so your particular mask was appealing to me. I read the instructions and used your mask for one night. When I awoke the next morning, my lower gum line was sore and I noticed that a small piece of my gum tissue below my lower front tooth was missing. I have been to see one of the leading periodontists in our town, and he feels that your product is to blame for the damage to my gums. He has seen me at least two yrs and has charted my gums at each visit. I am going to have to pay to have a graft taken from my upper mouth and grafted to the front lower gum line. He is having to do this to stop any further problems from developing and because the gum line has been hurting for the last few months. I believe that your co has created a poor product. I was very careful to read the directions and consider myself to have above average intelligence, and yet I now have this problem to contend with. I believe that I should receive the money for my surgery and an additional money to compensate for pain and suffering and lost work time.

Manufacturer narrative:
Product eval is in progress. Validity of incident was being investigated due to complainant's request for monetary compensation, hence delay in reporting. On confirmation of injury potentially involving fisher and paykel product, an MDR was filed and internal CAPA item raised to support appropriate f/u and closure. Pt indicates that he has been seeing a periodontist for over 2 yrs, and has experienced gum pain for some months. User instructions state that the prescribing physician should consider the dental history and oral health status of pt prior to prescribing device. If a pt has loose teeth or periodontal disease, a dentist should be consulted prior to use.